Event description:
The event occurred in the united states of america during treatment. It was reported that the backup batteries of the rotaflow console were not sufficiently charged resulting in a pump stop after 5 min. The rotaflow console was then connected back to the mains supply until it could be exchanged with a different device. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.